Event description:
It was reported that during an unspecified procedure, catheter withdrawal and breakage difficulties were encountered. The lesion being treated was located in the common femoral artery. Following successful angioplasty with the ultra thin diamond balloon not being inflated beyond rated burst pressure, the ultra thin diamond balloon was completely deflated. During attempts to withdraw it in the unk manufacturer's sheath, it became stuck at the distal end of the sheath. Several attempts were made to flush the ultra thin diamond balloon with saline and try to re-deflate it, including pulling negative and attempting to re-wrap the balloon. However, during continuing withdrawal attempts, the ultra thin diamond balloon catheter broke at the distal end with the balloon 3/4 of the way into the sheath. The sheath with the contained partial ultra thin diamond balloon catheter was removed, and the remaining balloon fragment was then wired and removed without further incident. The procedure was completed with this device, and no pt complications were reported. Pt status was reported as 'fine'.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.